Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guidewire is loose and coming apart." The user changed to a new set to resolve the issue. There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a guidewire and a 3-lumen catheter for evaluation. Signs of use in the form of biological material were observed on both components. The guidewire was returned, inserted through the distal extension line, and out from the catheter tip. Visual examination revealed that the guidewire was unraveled from the proximal end. It also had several kinks and bends along the body. Microscopic examination of the guidewire confirmed the damage and revealed that the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. The j-bend remained intact. Visual and microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guidewire body measured 273mm and 374mm from the proximal end of the core wire. The total length of the core wire measured 598mm, which is within the specification of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.79mm, which is within the outer diameter specification of 0.788mm - 0.826mm per the guidewire product drawing. The catheter body length measured 217mm, which is within the specification of 207mm - 227mm per the catheter product drawing. The catheter body outer diameter measured 2.39mm , which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion product drawing. The inner diameter at the catheter tip measured 0.9906mm, which is within the specification limits of 0.95mm - 1.02mm per the catheter product drawing. A lab inventory guidewire measuring 0.79mm was inserted through the returned catheter. No resistance was encountered as the guidewire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test revealed that the core wire was secure to the distal weld. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guidewire met all relevant dimensional requirements, and the catheter met all relevant dimensional and functional requirements during investigation testing. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guidewire is loose and coming apart." The user changed to a new set to resolve the issue. There is no patient harm or injury. No medical intervenion required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the guidewire is loose and coming apart.". The user changed to a new set to resolve the issue. There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".